Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed episodes of non-sustained right ventricular oversensing (nsrvo) alerts recorded by the implantable cardioverter defibrillator (ICD). The episodes were attributed to myopotential over-sensing which inhibited pacing for one beat. No interventions were made. The patient was stable.